Manufacturer narrative:
H4: the lot was manufactured between december 17, 2023 and december 18, 2023. H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that there was a blue particle inside the lower portion of bag in the fluid pathway. The reported condition was verified. The cause of the condition could not be determined; however, the blue particle was most likely a piece of nitrile glove from the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) observed inside an unused exactamix 2000 ml eva tpn bag. The pm was further described as a blue particle. This was found before patient use. There was no patient involvement. No additional information is available.